Manufacturer narrative:
Additional mdrs associated with this article: 3025141-2020-00359: case 1, 3025141-2020-00360: case 2, 3025141-2020-00361: case 3, 3025141-2020-00362: case 4, 3025141-2020-00363: case 5, 3025141-2020-00364: case 6, 3025141-2020-00365: case 7, 3025141-2020-00366: case 8, 3025141-2020-00367: case 9, 3025141-2020-00368: case 10.

Event description:
Article: lateral malleolus closed reduction and internal fixation with intramedullary fibular rod using minimal invasive approach for the treatment of ankle fractures; coifman, oded; bariteau, jason t.; shazar, nachshon; and tenebaum, shay a.; foot and ankle surgery; 25 (2019) 79-83. Case 11: patient experienced secondary displacement of the implant post op following implantation of a fibula nail. Post-operative revisions were made.